Event description:
The customer reported that the device jaws would not open while on pt tissue during a laparoscopic salpingoophorectomy. Another device was needed to hold the pt's tissue in order to remove the device. The procedure was delayed more than 30 mins. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device was returned for investigation .the jaws were not locked and the handle was latched and unlatched without difficulty. The device was activated on stimulation tissue and the reported condition could not be duplicated. Covidien could not confirm the customer's report.